Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical, inc. (Isi) field service engineer conducted an onsite visit and was unable to reproduce reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the patient received a burn next to the port site when removing the port. The tissue around the port was excised and closed in a standard fashion. The site was using a bipolar instrument in that universal surgical manipulator (usm). The procedure was completed robotically.